Event description:
Additional information later received reported that regarding the (B)(6) 2014 refill, the hcp clarified the pump was filled with the wrong concentration: 500 mcg/ml concentration was filled but should have been 1000 mcg/ml concentration. Regarding how the error occurred in (B)(6) 2014, the hcp was told to order the incorrect refill kit number to achieve 1000 mcg/ml concentration. The patient outcome was reported as recovered without permanent impairment.

Event description:
It was reported that the reporter was incorrectly told they could order two ampules of 500 mcg/ml drug and put those together to make 1000 mcg/ml of drug. On the date of the report, the reporter had the ¿8564¿, and they were advised to add 20 cc of preservative free normal saline (pfns) to make 1000 mcg/ml of drug via dilution. The pump was filled in july with 500 mcg/ml of drug, which the reporter was thinking would be 1000 mcg/ml of drug. The reporter updated the pump with the 500mcg/ml drug concentration, and then entered in the dose the patient had been getting since july. The pump was programmed to show that it was delivering 1000 mcg/ml drug at a rate of 360.2mcg/day. It was calculated that the patient was getting 180.1mcg/day at the flow rate since the pump was actually dispensing 500 mcg/ml of drug. The patient had no symptoms, and the reporter had lowered the dose for the patient since the patient seemed to be getting too much. Then the pump was programmed to show what it was filled with on the date of the report, which was 1000 mcg/ml, and then they entered in a dose of 180.1 and oddd at 180.1. This printout then reflected the correct programming. The pump system was being used to infuse lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.